Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set and cartridge to resolve the blockage. Customer's blood glucose (bg) value was elevated; however, bg value was not provided. Customer administered an insulin injection to address bg. Reportedly, customer resumed pump therapy.